Event description:
I had my kidney removed on thursday, (B)(6) 2012, and during surgery, I was connected to an onq pain pump manufactured by hospira. This pain pump did not function properly because the medicine did not flow into my body and as a result, I did not receive any numbing medicine by my incision. On sunday, (B)(6), I called the (B)(6) medical center because the pump was still full of medicine and I was having considerable pain. The resident on-call told me "the pumps don't always work so take it out and throw it away." Rather than remove the pump, I called the doctor's office on monday, (B)(6), to find out if there were any other options. I was again told to remove the pump since it had not emptied after four days. After removing the pump from my incision w/o incident, I noticed that medicine began dripping from the pump tube. I collected this medicine in a dish to see if the pump would now empty. On friday, (B)(6), four days after being removed from my body, the pump had no more medicine in it. Note: this stupid site would not allow me to submit my complaint unless I listed a date of death, product use error and problem with MFR of same medicine, life threatening, prolonged hospitalization, disability, birth defect, required intervention to prevent death which do not apply. Since I spent all this time filling out the complaint, I checked what the form made me check rather than forget my frustration and pain. I also had to check the four boxes at the end of the form which do not apply before I could send this. I was told over the phone by the FDA to use this form to file a complaint.